Manufacturer narrative:
Investigation: a sample was received and tested by our quality team. The infusion set was primed and infused with saline solution and the leak in the air vent was immediately noticed. This verified the customer's complaint of leak. The set was visually analyzed under microscope to determine potential root cause. The filter seemed to be intact so the set was forwarded to the supplier for further analyses into possible root cause. At the supplier plant, the air vent was manually removed and noted that the root cause of the leak is due to a crack in the air vent skirt. The cause of the crack is unknown. The production records show no issues in any of the sets produced. A device history record review for model 2426-0007 lot number 21065182 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. From the supplier: (B)(4) of air vents of these lots were manufactured, below results of the controls: 100% visual screening: all compliant. No cracked parts detected. (B)(4) parts functional tested : all compliant. Functional tests foreseen: air flow, water retention, cap retention, expansion test dimensional check done: (B)(4) parts controlled all compliant. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21065182 regarding item #2426-0007 a complaint history check was performed and this is the (B)(4) related complaint reported with the defect/condition of leakage regarding item #2426-0007 over the 12 month period before this complaint.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: nurse indicates the set is leaking from the air port on the side of the drip chamber.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: nurse indicates the set is leaking from the air port on the side of the drip chamber.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.